Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece did not have phaco power during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The system was manufactured on march 15, 2013. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The returned handpiece was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the handpiece did not have phaco power during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient. Additional information from the nurse indicates that this occurred prior to surgical procedure. The handpiece was exchanged to begin and complete the procedure. There was no patient harm.